Manufacturer narrative:
A patient experienced itching was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The event date is estimated. The explant date is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: 1627487-2020-02994, 1627487-2020-02995. It was reported that the patient had their system explanted. The patient states the tonic stimulation made their itching worse. Due to this issue, the patient had the system explanted.